Manufacturer narrative:
As reported, during a stenting procedure the aviator plus (.014 6.0 x 15 142 cm) balloon catheter ruptured within its nominal pressure. Therefore, the aviator plus was replaced with a new non-cordis balloon catheter but it also ruptured as well. Finally another non-cordis balloon catheter dilated the lesion. The procedure finished successfully. There was no reported patient injury. The target lesion was the left renal artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. A brachial approach was made from the left arm. The device was stored and handled per the IFU. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. Initially, a jr4 guiding sheath and a non-cordis guide wire was inserted and crossed the lesion. The aviator plus (.014 6.0 x 15 142 cm) balloon catheter (complaint product) was inserted and inflated. However it ruptured within its nominal pressure. Therefore, the aviator plus (complaint product) was replaced with a new non-cordis balloon catheter but it also ruptured as well. Finally another non-cordis balloon catheter dilated the lesion. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17603516 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a stenting procedure the aviator plus (.014 6.0 x 15 142 cm) balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the left renal artery. The patient¿s vessel level of tortuousity and calcification was unknown. The rate of stenosis was unknown. A brachial approach was made from the left arm. The device was stored and handled per the IFU. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. Initially, a jr4 guiding sheath and a non-cordis guide wire was inserted and crossed the lesion. The aviator plus (.014 6.0 x 15 142 cm) balloon catheter (complaint product) was inserted and inflated. However it ruptured within its nominal pressure. Therefore, the aviator plus (complaint product) was replaced with a new non-cordis balloon catheter but it also ruptured as well. Finally another non-cordis balloon catheter dilated the lesion. The product was removed intact (in one piece) from the patient. The procedure finished successfully.